Manufacturer narrative:
Product event summary: data files were returned and analyzed. An image file returned from the field and reviewed. It is possible that the steam pop occurred on the 61st and 71st radiofrequency (rf) application. From the lesion graph it can be observed that there is increase in impedance with the current limit graph dropping, this could present an impending steam pop. Case files were used as part of the investigation. There is no evidence of a software anomaly. Settings used for the rf preset appear to be set properly, and with expected parameters. Impedance limits and temperature max limits are as expected. Lesion statistics for lesion #71 show it was configured with appropriate limits. The max temperature reached was 72.7c, which is below the target temperature of 73c. The max level was ~79, which is below the target value of 80. There appears to be a step increase in impedance values at the end of the lesion, but the max impedance value measured was only 42.8 ohms. The preceding 10 rf lesions all appear to have been normal and measured v alues were in expected ranges. In conclusion, the reported issue is plausible through data analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A spike was seen on impedance graph and the impedance percentage drop was lower than the prior 10 rf lesions .

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the afr-00001 sphere catheter with lot number 0231416842 was returned and analyzed. During external visual inspection, the sphere 9 catheter was found to be intact, and no defects were observed. The cirris tester was used on the catheter for shorts and mapping tests, and the tests passed successfully. The catheter was functionally tested using test capital equipment. Radiofrequency and pulse field ablations were completed successfully with the catheter. A new map was started, and the catheter was able to map appropriately. An optical inspection of the lattice structure was conducted, and no anomalies were observed. The uson tester was used on the catheter to check for flow. The occlusion test passed. In conclusion, the reported steam pop could not be confirmed through analysis. The sphere catheter did not fail the returned product inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: non-medtronic product product type: catheter product ID: non-medtronic product product type: sheath medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of the sphere ablation catheter and affera mapping system for radiofrequency ablation, a possible steam pop was heard during radiofrequency delivery on the cavotricuspid isthmus (cti). The procedure was completed with no impact to the patient or the procedure. No patient complications have been reported as a result of this event.